Event description:
Caller reported receiving a reading of 182 mg/dl at 4:15 pm. Caller stated at 6:20 pm the reading was 289 mg/dl; self-treated with 15 units of insulin via injection. Caller reported at about 8:00 pm patient suffered from hypoglycemia; was treated for hypoglycemia by his wife. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.